Manufacturer narrative:
Troubleshooting of the AED with the customer identified that the AED's battery pack was expired with a labeled expiration date of 7/2020. The cause of the AED not powering on was related to a lack of maintenance of the AED. As a follow-up with the customer, the proper maintenance of this device was reviewed.

Event description:
A customer reported that their AED showed a replace battery now warning. No more information provided. No report of this occurring during patient use.